Manufacturer narrative:
The device was received at pentax medical on service order (B)(4) for further evaluation. The device was inspected where the user narrative was confirmed. The inspection findings are as follows: elevator body sticking, operation channel- primary mild resistance, customer complaint confirmed, passed wet leak test, passed dry leak test. The device was repaired where all defects found was remediated and returned to the user on delivery note (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) involving pentax video scope ed34-i10t2. In the event reported, the user stated the elevator is damaged and not working, the elevator is not 'holding'. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
Evaluation summary: customer reported elevator broken (no angulation). The customer stated the elevator is damaged and not working. The customer also stated the elevator is not 'holding'. Therefore, we checked the returned unit and confirmed that the deflector body sticking. Based on the result, we concluded that it was caused due to the physical damage applied on the deflector body. Correction information: g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result. Additional information: h4: device manufacture date.